Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's blood glucose (bg) level decreased to 120 mg/dl. Customer consumed carbs, administered a glucagon injection to address bg level. Reportedly, the customer went to the emergency room (ER) and was treated with intravenous fluids of saline dextrose mixed. Customer was discharged later the same day with the issue resolved and no permanent damage.